Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix got caught on the patients ECMO (extracorporeal membrane oxygenation) line and stretched. The device was removed and replaced. There were no patient consequences.